Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a other member for a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient told her the device isn't working. Caller said the patient told her she knows the device isn't working because her bladder just fills up with urine. Caller said this has been going on for almost a year. There were no further complications reported.